Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded at 11.0 cm to 11.3 cm and at 11.6 cm to 11.7 cm from the connector pin; the proximal coil was exposed in this area. The abrasion is consist tent with that of exposure to friction with another implantable device.